Event description:
It was reported during a cholecystectomy procedure, the jaw did not open. Another device was used to complete the case. No adverse consequences to the pt were reported.

Manufacturer narrative:
Date sent: 06/16/2008. Info anticipated, but unavailable at this time.